Event description:
The user received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for one patient serum sample. The initial result was >10,000 miu/ml with a data flag. They repeated the sample with a 1:100 dilution and the result was 21.19 miu/ml with a data flag. They again repeated the sample with a 1:100 dilution with a result of 55289 miu/ml with a data flag. Only the result of 55289 miu/ml was reported outside the laboratory. There was no resulting treatment or adverse effect to the patient due to the erroneous result. The hcg+ss reagent lot number was 16250103. The field service representative checked the instrument and could not find a cause. To verify the analyzer operation, he ran performance testing and the user ran a precision check. All tests passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. An analyzer issue was not evident as performance testing was within specification. A reagent issue was not evident as calibration and quality control were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.